Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that error code appeared upon interrogation. A black screen was noted and the display intermittently had blue stripes to power off. A component in the printed circuit board (pcb) had electrical overstress. Moreover, multiple parts of the external outer housing were cracked. The programmer was repaired and the power supply was replaced. Laboratory analysis was able to confirm the allegation.

Event description:
Boston scientific received information that the programmer displayed an error message and was unable to perform interrogation. This programmer will be returned. No adverse patient effects were reported.